Manufacturer narrative:
A follow up will submitted when addtional information become available.

Event description:
The customer reports seeing frequent venous bubble sensor failure- a couple of which triggered backflow prevention. The event occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The customer reports seeing frequent venous bubble sensor failure- a couple of which triggered backflow prevention. The cardiohelp was exchanged during treatment. No harm to any person has been reported. A getinge field service technician (fst) investigated the device. The affected venous bubble sensor was not send in for repair. The cardiohelp was tested with an in house venous bubble sensor overnight with interventions on. No failure could be replicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed with the in house venous bubble sensor. The log files of the reported cardiohelp device were reviewed and multiple venous bubble sensor failures were logged but could not be linked to a date of event, as it was not provided by customer. The venous bubble sensor was not available for investigation and repair, as the sensor was discarded by customer. Thus, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - influence due to other ultrasonic devices (e.g. Flow sensor); - bubble sensor disturbed; - bubble sensor not plugged but recognized; - connection of non-capatible sensor; - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. According to the IFU of the cardiohelp (chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors", it is stated that the sensors must be kept clean. The device was manufactured on 2017-07-20. The review of the non-conformities has been performed on (B)(6) 2024 for the period of 07-20-2017 to 2024-03-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "seeing frequent venous bubble sensor failure- a couple of which triggered backflow prevention" could not be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-03-25 till 2024-03-25). This event is considered to be reportable since the cardiohelp was exchanged during patient treatment, which is a potential risk for a patient. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.